Event description:
It was reported that the right atrial lead (ra) was explanted due to dislodgement, which was confirmed through fluoroscopy. The lead was dislodged during a mitral clip procedure, the catheter pulled and dislodged the right atrial lead. A new lead was successfully implanted. No additional adverse patient effects were reported.